Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling with recharging and difficulty recharging. It was reported that when the ins is fully charged, and the stimulator is turned on, it only lasts a day to a day and a half. The patient reported that it takes 6 hours to recharge. The patient reported that ¿it goes from eight bars down to four and then five and then eight¿. The patient reported that they were going to call the doctor and tell him to take it out and replace it with a non-rechargeable device. No patient complications have been reported because of this event.